Event description:
The customer reported the c-arm is not communicating with the workstation. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a pin in the interconnect cable connector. The system operates as intended.